Event description:
Information received by medtronic indicated that the insulin pump received he hrm task did not grant motor power in reasonable time alarm. Customer was able to clear the alarm and able to rewind the pump. Customer performed self test and passed the test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thump. Device connected to the minimed mobile app successfully on both android and ios platforms. No pump error 82 alarms occurred during testing and a review of the device history file reveals on (B)(4) 2022 at 12:01 there was one pump error 82 alarm that occurred. Fault 82 is nm_motor_pwr_req_timeout_e. Motor cpu requested power from main cpu, but main cpu didn't enable power (B)(4), fault isolated to the hardware. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly the motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Insulin pump error 82 alarm is confirmed, fault isolated to the hardware per global logic analysis (B)(4). No communication from insulin pump to mobile device is not confirmed. Minimed mobile app connects successfully on both android and ios platforms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.